Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise and high impedance were observed. The lead was explanted and replaced. There were no reported adverse consequences to the patient.